Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced 3 infusion sets bent needle after insertion. The blood glucose level was 503 mg/dl. High blood glucose was treated with correction injection multiple daily injection. Patient having ketones. Ketone level was dangerous and life threatening. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 3.